Event description:
It was reported that the pt experienced hypertonia. The pump and catheter were both replaced due to a "suspected malfunction". The pt had a pump rotor study which was "normal". A catheter dye study was attempted: "unable to pull fluid". The pt recovered without sequela. The telemetry strips indicated that the pump contained baclofen 2000 mcg/ml programmed in 2008 for a daily dose of 275.1 mcg/day in flex mode of infusion.

Manufacturer narrative:
The following functions and components were tested and were found to be acceptable: alarm; catheter access port and final functional flow. The pump passed final functional flow testing at rates of 300 microliters/day and 24000 microliters/day. Final device analysis revealed no anomaly found - normal device function. The distal catheter segment measuring 53.8 centimeters to the distal tip was also returned. Final device analysis revealed acceptable catheter testing. Results: used for the catheter.